Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the returned devices was completed. A visual evaluation was performed. Based upon the analysis of the returned device, there is no evidence to suggest a quality problem/deficiency with respect to device manufacturing, design, or labeling. Endologix received two (2) afx bifurcated stent grafts, two (2) afx suprarenal stent graft and one (1) afx infrarenal stent graft for an evaluation. The afx bifurcated stent graft # 1 and both suprarenal stent grafts were in overall good condition. The graft material is in tack with no evidence of hole in the graft (type 3b endoleak). The stent cage shows no evidence of strut fracture or deformity. The afx bifurcated stent graft # 2 is in overall good condition. There is a small hole in the graft material (type 3b endoleak) at the bifurcation. The stent cage shows no evidence of strut fracture or deformity. Unable to determine if the hole was due to the explant procedure or present prior to being explanted. The afx infrarenal stent graft is in overall good condition. There is a large hole / tear in the graft material (type 3b endoleak) at the proximal end of the sent. The stent cage shows no evidence of strut fracture or deformity. Unable to determine if the hole was due to the explant procedure or present prior to being explanted. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows the devices were explanted and the sac growth was unconfirmed due to a lack of any medical imaging or relevant medical records. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged on the seventh post operative day, reportedly doing fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: device code: remove code 3190. H6: method code: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 1.5 years post initial procedure, the patient presented with aneurysm sac expansion (unknown diameter) during routine follow-up. The physician elected to treat the patient by explanting the devices about a month ago; as the exact explant date is unknown, the best estimate was used, which is the (B)(6) 2019. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported. Note; this patient has a secondary procedure for an unknown reason on (B)(6) 2017. An afx bifurcated stent graft and afx, vela suprarenal stent graft extension were implanted. This event was previously reported under 20131527-2018-00255

Manufacturer narrative:
The explanted devices involved in this event have been returned for evaluation which has not yet begun. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 1.5 years post initial procedure, the patient presented with aneurysm sac expansion (unknown diameter) during routine follow-up. The physician elected to treat the patient by explanting the devices about a month ago; as the exact explant date is unknown, the best estimate was used, which is the (B)(6) 2019. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.